Event description:
Three weeks after pt had a diagnostic procedure, she noticed hosp that she had passed part of an instrument through her vagina. An investigation revealed the "acorn" portion of the cannula had apparantly broken off and was retained. No injury reported.